Manufacturer narrative:
16apr2025(c.sides):updating the decision notes due to an additional information provided by the remote engineer that the battery was inoperative/out of power.this reporting decision is based on the criteria within wi0733. The reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur.

Event description:
It was reported that the battery was drained and/or did not work.